Manufacturer narrative:
The customer reported a false negative stat troponin result on the architect i1000sr, (B)(6). The sample was run again on the architect i1000sr, (B)(6) with favorable results with no additional instrument troubleshooting. As there were no identifiable issue with any instrument parts and no parts were replaced, however, sample integrity cannot be ruled out. The module function was verified with a control/precision run. A review of the analyzer¿s service history identified no contributing factors to the current complaint. The service history of the (B)(6) verifies no subsequent issues have been reported related to elevated/erratic results. The trending review did not identify any trends for the product for the issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect i1000sr (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative architect stat troponin-I result for a patient while using the architect i1000sr analyzer. The following data was provided (customer¿s diagnostic cutoff is > 28 ng/l): on (B)(6) 2021 at 4:19 am, sample (B)(6) = initial result = < 10 ng/l (negative), repeat result = 173.9 ng/l (positive) there was no impact to patient management reported.